Event description:
Acct. Reports they have experienced two episodes of tubing leaking under the roller clamp. States the issue occurred about a month ago. No pt. Injury involved, occurred during prime. No sample available.